Manufacturer narrative:
Evaluation determined that standard investigation is needed. Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
(B)(4): information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (250mcg/ml, 90mcg/day, unknown lot number) and hydromorphone (30mg/ml, 10.8mg/day) in an implantable pump for non-malignant pain. The concomitant mediations were not able to be obtained. The pump flipped repeatedly in the pocket. The patient experienced withdrawal symptoms. There were no known environmental/external/patient factors with led or contributed to the event. X- rays were performed (results not reported). Upon opening the pocket, the catheter was found to be broken, twisted, and also had a second hole. The catheter was revised (replaced sutureless pump connector, distal catheter segment remained). The issue was considered to be resolved at the time of explant. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.